Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had last interacted with the pump 10-12 hours before receiving the alarm. During troubleshooting with tandem technical support, the customer disabled the auto-off feature. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.